Event description:
Error 51. Device history record was reviewed, no event linked to the reported issue was observed. Device log review was performed with commpacket instead of partner software as the device was always in error. 8 x error 45 were recorded and 4 x error 51. The event is therefore confirmed. The device was received for investigation. At switch on, the device was in configuration mode (all calibration were missing) an error 45 was triggered. Lcd voltage reading was @20,1 v when it should be @16v which explains the error 45. Internal inspection could not found any visible problem on connection or soldering of display board and of lcd (both are connected via same sub-assembly). Once the display board being replaced, the device performed as expected. The event is confirmed due to a defective display board however the origin of this defect remains unknown. However error 51 is not linked to a defective display board. Error 51 is falsely triggered on low priority alarms in certain cases when the sound of the low priority alarm falls below the limit of the microphone detection (when volume is set to lowest level). This is due to a software issue. An event has been created to address this issue.

Event description:
Error 51.